Event description:
Reported by doctor's office as: "a second port revision. The port was cracked".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 10/oct/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product. However, the analysis results are pending at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."